Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported that his cgm was displaying inaccurate values which caused his omnipod insulin pump to deliver an insufficient amount of insulin. The patient's blood glucose was 373 mg/dl (it is unknown what the cgm was displaying). This led the patient to be diagnosed with diabetic ketoacidosis dka and admitted to the intensive care unit (ICU). The specific physical symptoms the patient experienced was not reported. No further event details were provided, including any medication or treatment details or how long the patient was in the hospital prior to being discharged. Attempts to reach the patient for further event information were unsuccessful. At the time of the report, the patient's glucose was still high. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.